Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The crep2 reagent lot number was 847777 with an expiration date of 30-sep-2025. The field service engineer (fse) adjusted the rinse levels and found a sample probe blocked by patient sample material. The fse replaced and adjusted the sample probe. The customer has not complained of any further issues since the service visit. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).

Event description:
There was an allegation of discrepant high results for 2 patient samples tested for cobas creatinine plus ver.2 assay (crep2) on a cobas c 503 analytical unit. Patient 1 initial result was 314 umol/l. The repeat result was 125 umol/l. The sample was repeated on a different cobas analyzer with a result of 120 umol/l. On (B)(6) 2025 patient 2 initial result was 287 umol/l. This result did not correspond to the patient¿s. Historical result and the sample was repeated. The repeat result was 176 umol/l. The repeat result was confirmed on a different cobas analyzer. The specific result was not provided.